Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella pump was inadvertently pulled back across the valve while removing the peel away sheath. The decision was made to remove the initial impella pump and to place a new device. The procedural outcome was the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. From the clinical review: the cause of the issue was use related because the physician accidentally pulled the impella back across the valve while removing the peel away sheath.